Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found. .

Event description:
It was reported that after multiple attempts to reposition the lead at implant, the helix would not function properly. The lead was replaced and a new lead was successfully implanted.